Manufacturer narrative:
This event was associated with item number om-ors-100, lot number 1052213 and is associated with the potential following ors-100n non sterile microtek lot numbers, d153021, d151621a, d152941, d151971, d151751, d151611, d151341, d153081a, d152761a, d153081, d153071, d153091, d153011, d153011a, and d152891. No device was returned for evaluation. Based on the device history record review, the non conformity does not appear to be the result of a personnel, process or material issue. Since a sample was not provided, the non-conformity could not be confirmed.

Event description:
Surgeon states there is a leak in some of the drapes. He has found a small amount of fluid (less than 50cc) between the drape and fluid warmer in two cases. He is concerned there is a break in sterility.